Manufacturer narrative:
Integra has completed their internal investigation. Results: since the fg lot # was not provided, the device history record (DHR) could not be reviewed and the retain samples could not be evaluated. In addition, the inspection reports for the drug loaded foam used as raw material for the manufacturing of biopatch could not be evaluated as part of this investigation. A complaint history review was performed and documented in the product impact assessment. In addition, CAPA's and ncr's initiated from 2013 were reviewed. No CAPA's and ncr's have been issued that could be related to the reported condition (device adheres to PICC line). Upon review, of integra's complaint system since 2013, a total of six (6) complaints (including these investigated in report) related to "removal difficulty" for biopatch product family have been reported. The distribution is as follows 0 in 2013, two (2) in 2014 and four (4) in 2015. Approximately 40,353,374 units have been released for distribution since january 2013 - june 18, 2015, resulting in a complaint occurrence rate of approximately 0 00001%. This was determined by dividing the number of complaints' units in this category (6) by the number of released units for distribution. Conclusion: given that the complaint unit was not returned for evaluation, the reported incident (device adhered to skin) could not be confirmed. No assignable causes that could be associated to the manufacturing process of biopatch were determined based on the review of the CAPA's and ncr's history. Since the lot number was not provided, the device history record (DHR) could not be reviewed and retain samples could not be evaluated as part of the investigation. Therefore, we are unable to determine a root cause based only on the reported information. The product's directions for use provide instructions for correct product placement to ensure easy removal and indicate the frequency at which patches should be changed.

Event description:
It was reported that during a dressing change, the product stuck to the patient's skin. The product was placed 1 week prior when the patient's PICC line was placed. The customer reports they were unable to remove the product. The product was "cut down. There is still a small portion adhered to the patient. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.